Event description:
It was reported that when using the bd pyxis¿ es refrigerator, touchscreen needs to be replaced. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had communication error and an unresponsive touchscreen, prompting replacement of the bezel screen; however, the issue persisted after reboot. A field service engineer (fse) reinstalled the original screen and replaced the sd card, allowing the refrigerator to boot, but the touchscreen remained misaligned and required pressing away from the displayed buttons to register input. A new screen was installed, but the touchscreen issue continued, indicating the need for further investigation or an alternative screen solution. As a corrective step, the touchscreen was later recalibrated using a universal serial bus (usb) drive, after which testing confirmed that the touchscreen responded properly. The system functioned as intended after the field service engineer repaired the device.